Event description:
It was reported that the patient was in ¿a lot more pain than normal¿ on the date of this report and the personal therapy manager (ptm) was not working. Each time the patient tried to use the device it showed an ¿x instead of a check mark.¿ the patient noted that the ptm was provided to her by a manufacturer¿s representative on (B)(6) 2015 at a healthcare professional (hcp) office visit. The ptm was programmed and set so the patient could use it up to four times a day. No drug, intervention, or outcome was reported for this event. Follow up was conducted to obtain further information. Should additional information be received it will be added to this event. Additional information received reported that there was a pump problem that was due to an inability to get telemetry, which had also happened a few weeks ago, and the pump was replaced as a result. The patient stated the pump alarmed and she ¿may have gone through¿ withdrawal as well. The patient told the manufacturer¿s representative that thought she was supposed to have her pump replaced ¿back in (B)(6)¿ but wasn't sure why. No drug information was available due to the reporter being unable to read the pump. The pump was returned for analysis. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n191337011, implanted: (B)(6) 2009, product type catheter; product ID neu_ptm_prog, lot # unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional information was provided upon device return. The device was interrogated and the drug being delivered was found to be fentanyl with a concentration of 150mcg/ml and a dose of 97.97mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found c300. The pump motor gear train had corrosion, wear, and/or lubrication issue. There was a stall due to shaft bearing.

Manufacturer narrative:
Additional review determined the following conclusion code no longer applies to this event.